Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the section describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker now showed five and a half years longevity remaining from implant date last year. A data analysis showed minimal high rate atrial sensing, mostly for a short time in late last year to early this year. To date, the device remains in service. No adverse patient effects were reported.